Event description:
I use an animas ping insulin pump to control my type 1 diabetes. The clip they offer to attach the pump to clothing often breaks without warning, causing the pump to disengage from my pocket or waistband and bang against furniture. The display is blurred from several falls, and they charge (B)(6) to replace their defective piece of hardware. I've complained often to animas representatives and requested a refund, but they refuse, but they promised that my complaints about the clip would be forwarded to management. Unfortunately, I have not heard any acknowledgement of this problem from animas. I've had to replace 3 clips in the past year, and I'm disappointed that animas won't address the problem and redesign their clip, using more sturdy materials.